Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during the procedure of a 29mm sapien 3 case by transapical approach. While advancing the certitude delivery system with crimped valve through the sheath, severe resistance was encountered. With high push force, it was managed to push the valve through the sheath, however, the valve was seen to moved approx. 4mm proximal on the balloon. It was decided to remove the certitude delivery system with crimped valve and sheath, and new devices were prepared. With the new devices, the valve was successfully implanted. No injury occurred. As per pre-deco eval, the certitude delivery system was received with the valve still crimped on the inflation balloon, and a balloon leakage was detected due to a 2mm longitudinal tear.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes. Added new information to h.6 type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following was observed. Kink observed in balloon guidewire lumen, likely due to packaging. Valve remained crimped on inflation balloon over distal shoulder. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for difficulty advancing through sheath was unable to be confirmed by evaluation of the returned device, and lack of applicable imagery provided by the field. No manufacturing non-conformances were identified through evaluation of the returned device. Additionally, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''while advancing the certitude delivery system with crimped valve through the sheath, severe resistance was encountered.'' Per the training manual, ''high push force through the sheath may be experienced. Use short movements when advancing delivery system.'' Procedural factors such as high insertion angle, improper crimping, or improper flushing can contribute to resistance with the delivery system when advancing through the sheath. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (high insertion angle, improper crimping, improper flushing) contributed to the reported event. The complaint for valve moves on balloon was confirmed by evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. Additionally, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''with high push force it was managed to push the valve through the sheath, however, once the valve exited the sheath, it was seen that the valve moved approx. 4mm proximal on the balloon.'' It is likely that the valve moved proximally off the working length during insertion as a result of the observed insertion difficulty as high push force was likely used to advance the delivery system through the sheath. With forward force applied, it is possible that the valve was rubbed against the sheath wall resulting in the valve moving off the balloon towards the proximal shoulder. Additionally, the crimped valve remained over the distal shoulder on the returned device. It is possible the valve caught on the sheath and also moved distally during withdrawal. A definitive root cause was unable to be determined at this time. However, available information suggests procedural factors (high push force, excessive manipulation, withdrawal of crimped valve) contributed to the reported event. The complaint balloon leak was confirmed by evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported ''as per pre-deco eval, the certitude delivery system was received with the valve still crimped on the inflation balloon, and a balloon leakage was detected due to a 2mm longitudinal tear.'' Evaluation of the returned device showed a kink at the balloon guidewire lumen, likely due to packaging of the returned device. Functional testing of the device showed a balloon leak closely located at the location of the kink. The balloon was likely damaged due to interaction between the crimped thv frame and the balloon during the return shipment of the complaint device back to edwards. As a result, available information suggests procedural factors (packaging of the returned device) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.